Event description:
Customer reported the c-arm would not rotate. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rotation dowel pin and microswitch. System operates as intended.